Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.

Event description:
Consumer alleges humidifier caught on fire in their bedroom and caused property damages. There was not a report of personal injury with this incident.

Event description:
Consumer alleges humidifier caught on fire in their bedroom and caused property damages. There was not a report of personal injury with this incident.